Event description:
Consumer reported complaint for meter staying in test mode and low blood glucose test results. The customer is concerned with test results from result obtained on (B)(6) 2025 of 66 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 98-125 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had called the doctor due to the low result; customer stated he had spoken with the nurse who had advised him to eat chocolate or drink soda. No changes were made to the customer's medical treatment plan. The test strip lot manufacturer¿s expiration date is (B)(6) 2026. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly (opened day of call). During the call, a blood test was performed by the customer non-fasting and produced test result of 332 mg/dl using true metrix air meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor/nurse due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 07-oct-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage.